Event description:
It was reported that when using the bd pyxis¿ medbank mini application was frozen. The customer attempted multiple reboots; however, the application was still not running. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station was undergoing a windows update. A technical support specialist (tss) verified that the cabinet was still updating. Once the update was completed and the tss remoted in, the cabinet was no longer frozen. The customer confirmed that it was functioning properly and was able to complete the cubie fill process. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.